Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 - investigation summary: visual inspection: the 5.0mm flexible shaft (p/n 352.040 lot 8027115) was received showing the shaft broken into two pieces obliquely at the interface between the connector and tube. The laser etches on the device were faded and difficult to read. Dimensional inspection: features & specifications: 1) tube/pipe outer diameter 5.08 mm +/- 0.0254 mm. 2) inner cannulation diameter 3.759 +/- 0.1016 mm. Measured dimensions: 1) tube/pipe outer diameter 5.07 mm, fracture site. 2) inner cannulation diameter 3.77, fracture site. Result: both dimensions are conforming. Measurement device: caliper ca148p and best fit gage pin gp32. Document/specification review: respective drawings, reflecting the manufactured and current revisions, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 5.0mm flexible shaft (p/n 352.040 lot 8027115) as the shaft was broken into two pieces obliquely at the interface between the connector and tube. The laser etches on the device were faded and difficult to read. While no definitive root cause could be determined, it is possible that the instrument condition is due to excessive/unintended forces and/or consistent use over the part¿s lifetime. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This report is for an unknown reamer / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, an unknown reaming shaft snapped in half while the surgeon was reaming a femur for a recon femoral nail. There was no pieces or anything that were left on the patient. Case finished on time. Patient outcome is unknown. Concomitant devices reported: unknown recon femoral nail (part # unknown, lot # unknown, quantity 1); unknown power driver (part # unknown, lot # unknown, quantity 1). This report is for one (1) unk - reamers. This is report 1 of 1 for (B)(4).